Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black and the unit was in a crowbar state. A field service engineer (fse) performed a systematic isolation process by disconnecting all drawers and identified the issue as originating from drawer 1 in the auxiliary unit. The fse disassembled the affected drawer, removed debris, and reseated all connections. The fse then conducted testing using the hardware test application, after which the drawer and station returned to normal functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station screen was black. However, there were no delays or adverse events or injuries reported based on this event.